Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital. Her healthcare provider was changing the settings every time without telling her, because she wanted her to gain weight. After she ended up in a coma. Customer's blood glucose level 30 mg/dl. The device was not returned.